Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they were not getting coverage in the correct areas. The pain was primarily in the low back and right foot and the patient only got coverage from the right hip to right ankle bone. The patient felt like he needed an MRI and his device was not MRI compatible. The device was reprogrammed multiple times and impedance checks show that it was within normal limits. The issue was not resolved at the time of this report. Surgical intervention was planned, but has not been scheduled. The indications for use were failed back surgery syndrome, radiculopathy and spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.